Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of abrasion of the parylene coated lens surface. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their c10-3v transducer¿s lens was damaged, resulting in exposed metal. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue occurred outside of clinical use and there was no patient or user harm associated with this event. A philips field service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.